Event description:
A malfunction was reported regarding the pump. There was no adverse impact to the customer¿s blood glucose level. The customer, advised by technical support, will use multiple daily injections and a backup pump for insulin delivery in the interim. A replacement pump was sent to the customer. The customer was informed and acknowledged the necessity to complete online training before using the replacement pump and was instructed on the return procedure for the malfunctioning pump.